Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot identification numbers were not reported. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant product: stent: xience xpedition 3.5 x 38 mm, 3.0 x 38 mm. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient had a restenosis of two previously placed (unspecified) stents, one implanted inside the other, in the proximal to mid right coronary artery (rca). A 3.5 x 38 mm xience xpedition stent and a 3.0 x 38 mm xience xpedition were successfully implanted overlapping inside the restenosed stents. A 2.25 x 28 mm xience xpedition stent was selected to treat the area distal to the previously placed stents. Resistance was encountered with the previously placed stents during advancement of the 2.5 x 28 mm xience xpedition; however the stent was able to cross to the lesion. When positioned at the lesion, the stent delivery system (sds) balloon was inflated to 3 atmospheres (atm); however it would not hold pressure and the hub was noted to be cracked. Deflation was slow, due to the cracked hub. Inflation/deflation attempts were made; however the sds balloon was unable to be completely deflated and was retracted partially inflated. Resistance was encountered with the implanted stent and with the 6 french guiding catheter during retraction, but the device was able to be retracted from the anatomy. The stent implant was only partially deployed and a trek balloon was used to completely deploy it. No adverse patient sequela was reported. No additional information was provided.

Event description:
The size of the xience xpedition stent was incorrectly mentioned in the initial medwatch report as a 2.5 x 28 mm. The correct size is 2.25 x 28 mm.